Event description:
A trilogy evo ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "ventilator inoperative" condition was found during evaluation. The system printed circuit assembly was found to be defective. Additional findings not related to the malfunction/issue; the main housing was cracked. The following components were found to be contaminated: blower assembly, blower bellows seal, blower mounts, proportional valve (active exhalation control module), 3-way solenoid valve, blower cap, internal battery door, low-flow o2 connector, power supply, cooling fan assembly, machine flow sensor, blower chassis plate, muffler assembly, and the oxygen blending module harness.